Event description:
It was reported that there was an increase in measured fio2 during patient treatment. There was no patient harm, manufacturer's reference number:(B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer.the investigation concluded that the reflector gas module was faulty and needed to be replaced. Replacement of the reflector gas module solved the issue. The anesthesia system was successfully tested and was cleared for clinical use.a complete set of device logs was received.an evaluation of the internal log shows that no alarms for high fio2 had been generated, most likely due to the upper fio2 alarm limit having been set to off.the technical log contains no recordings related to the reported event with an increased fio2. The received test log has no failing system checkouts. Despite several attempts, the replaced part has not been returned for further investigation.we have not been able to determine the true cause of the reported event, but it is likely that the replaced part caused or contributed to the experienced eventthe unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 (date of implementation of UDI in manufacturing).a correction of field # d1 brand name, and # d4 version or model # have been done.d1 ¿ brand name - previous brand name: flow-I, corrected brand name: flow-I c20 d4 ¿ version or model # - previous version or model #: flow-I c20, corrected version or model #: 6677200.